Event description:
It was reported that tis lead was an attempted implant. During the procedure the impedance was greater than 2,000 ohms despite repositioning. It was suspected that the lead was fractured. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.